Event description:
During the last two refill procedures volume discrepancies were noted. Exact volume amounts were not reported. The pt had no clinical issues. The pump medication was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).